Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process of multiple cartridges. Additionally, it was reported that there was a piece of white septum in the syringe. Reportedly, the cartridge and syringe needle were changed to address the issue.